Manufacturer narrative:
Plant investigation: the device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis registered nurse [(pdrn] contacted fresenius technical support and reported that a pd patient passed away while connected for treatment. The pdrn inquired where there were special instructions for returning the liberty select cycler the patient had passed away over two weeks prior and no further information was available. Additional information was obtained through follow-up with the pdrn. The patient was in treatment connected to the liberty select cycler on (B)(6) 2023 when they became unresponsive. The patient was transported to the hospital via emergency medical services (ems). The patient passed away at the hospital. The cause of death was documented as cardiac arrest. No additional information pertaining to the patient death was available. The pdrn confirmed there were no noted issues with the liberty select cycler or the patient¿s treatment prior to the adverse event.

Event description:
A peritoneal dialysis registered nurse [(pd)rn] contacted fresenius technical support and reported that a pd patient passed away while connected for treatment. The pdrn inquired where there were special instructions for returning the liberty select cycler the patient had passed away over two weeks prior and no further information was available. Additional information was obtained through follow-up with the pdrn. The patient was in treatment connected to the liberty select cycler on (B)(6) 2023 when they became unresponsive. The patient was transported to the hospital via emergency medical services (ems). The patient passed away at the hospital. The cause of death was documented as cardiac arrest. No additional information pertaining to the patient death was available. The pdrn confirmed there were no noted issues with the liberty select cycler or the patient¿s treatment prior to the adverse event.

Manufacturer narrative:
Clinical review: there is a temporal relationship between peritoneal dialysis utilizing the liberty select cycler and the patient becoming unresponsive with subsequent death. However, there is no documentation in the complaint file to show a causal relationship between the patient event and use of the liberty select cycler. Additionally, there is no allegation of a device malfunction or deficiency reported for the event. The pdrn stated there were no noted issues with the patient¿s treatment or the cycler prior to the event. The cause of death was documented as cardiac arrest. Patients on dialysis are at extremely high risk for death with cardiovascular disease being the major cause of death, accounting for approximately 40 percent of all-cause mortality in patients on dialysis. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s cardiac arrest and death. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.